Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that receiving a message from pt's managing hcp today that stated pt's micro recharger station is not working. Caller did not have any further details. Caller was not with pt and had not previously met or spoken with the pt. In attempt to gather more information, rep tried calling the pt. Caller stated they had to leave a message with pt's husband for them to call back. Rep will call ts back when they receive return call from pt. Caller called back and conference pt in on call. Pt reported charging ins every 7 days with recharger in dock in between. Pt reported having some issues for the past couple of weeks, but over the past 3 days the green recharger battery light had been constantly scrolling. When recharger was removed from the dock, there were no lights on. Recharger was not recharging. Agent suggested pt reset recharger. Pt did as instructed and pressed power button down for several seconds. Then, agent suggested pt attempt to connect handset to recharger. Pt attempted to connect with the recharger in and out of the dock. During first attempt, pt got a message on handset that instructed pt to "switch recharger." Pt attempted for second time and got screen that stated "no network connection." Pt, again, got a "switch recharger" screen on third attempt. Agent suggested a second attempt at resetting recharger. Pt stated when they pressed the power button and held it that nothing was happening at all. Pt reported that has been the case for the past several weeks, and has not had any charge on their implanted battery during that time either. Agent suggested replacing recharging system to which rep and pt agreed. Pt confirmed most up-to-date mailing/contact information, and agent sent email to repair dept.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# unknown, product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: unknown. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.